Event description:
Patient came from cath lab intubated and anesthesia was bagging the pt. Clinicians then set up ventilator on pt. Ventilator started autocycling. After one minute or so the patient was taken off and ventilated with ambu bag. Ventilator continued to autocycle. A new ventilator was set up and the pt stablilized. Pt oxygen saturations fell to 55%, but came up quickly post ventilating with ambu bag and switching to a new ventilator. Prior to switching to the new ventilator, anesthesia group said the endotracheal (et) tube was taped at 22cm, but when the rn checked the et tube placement, she found it at 24cm. The rn let the cuff down and put the tube at 22cm. The pt did badly after that, no vt, etc. The rn put the tube back to 24 cm and started bagging the pt with the ambu bag. Pt quickly stabilized on the new ventilator.